Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A nurse calling from a dialysis center reported that approximately one week prior to calling, a patient was unable to receive a test result with his adc blood glucose meter because the meter kept displaying ER-3 and ER-4 messages. Caller further reported the patient was "sweating and was in shock because the sugar went high". It was further reported the individual subsequently experienced a loss of consciousness. The patient was rushed to a local healthcare facility where he was diagnosed with hyperglycemia and treated with an insulin injection. There was no report of death or permanent injury associated with this event.